Event description:
The customer reported that after filling the reservoir and priming the pump, she noticed that there was fluid in the reservoir compartment. The customer stated that she changed out the reservoir and the infusion set. There were leaks at the first o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not, the reservoir may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.